Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the fallopian tubes are serially sectioned to reveal pinpoint lumina with an embedded metallic ligation coil') in an adult female patient who had essure (batch no. D19664) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, dyspareunia, endometriosis, hemorrhage (nos), paratubal cyst, adenomyosis and nabothian cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("she rates this pain at a 10 out of 10 on pain scale."), dyspareunia ("dyspareunia") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic assisted lth, bs0). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, dyspareunia and endometriosis outcome was unknown. The reporter considered dyspareunia, embedded device, endometriosis and pelvic pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the fallopian tubes are serially sectioned to reveal pinpoint lumina with an embedded metallic ligation coil') in an adult female patient who had essure (batch no. D19664) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, dyspareunia, endometriosis, hemorrhage, paratubal cyst, adenomyosis and nabothian cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("she rates this pain at a 10 out of 10 on pain scale."), dyspareunia ("dyspareunia") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic assisted lth, bs0). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, dyspareunia and endometriosis outcome was unknown. The reporter considered dyspareunia, embedded device, endometriosis and pelvic pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.